Event description:
The customer stated that he was treated by paramedics for a blood glucose reading of 10 mg/dl. Troubleshooting was performed and found that the insulin pump was alarming during the manual prime. The customer stated that he was not connected to the insulin pump during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor. The basic occlusion, occlusion, and excessive no delivery alarm tests could not be performed due to the prime anomaly. However, the insulin pump passed the displacement test.